Event description:
Contralateral wire caught on hooks upon jacket retraction; resolved with guide catheter. Ipsilateral attachment system failed to fully deploy until contacted by ipsilateral balloon.